Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the 1st om with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with predilatation and a 2.75 x 20 mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the ramus with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion 2 was treated with predilatation and a 2.5 x 16 mm taxus stent, with 0% residual stenosis. Target lesion 3 was located in the proximal rca with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. Target lesion 3 was treated with a 3.0 x 16 mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. On the following day, pt was admitted with chest pain radiating to the jaw and left arm. Cardiac enzymes were elevated, but did not meet guideline definition of an mi. The pt was treated with IV heparin and nitroglycerin, and continued metoprolol and plavix therapy. Coronary angiography 2 days later revealed a single discrete 100% stenosis of the ramus "proximal to the stent", and a long 75% stenosis of the distal segment. The om1 and rca stents were noted to be widely patent. Per catheterization report, coronary intervention was indicated for treatment of unstable angina at rest. The proximal ramus was treated with angioplasty and a 2.75 x 20 mm taxus stent, with no residual stenosis. The distal ramus was treated with angioplasty alone, with no residual stenosis. The pt was discharged 2 days later on continued asa and plavix therapy. In the opinion of the physician, the relationship of the event to the taxus stent is "probable".

Event description:
Same case as MFR # 6000093-2004-01563 and 01564. Clinical study. It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt experienced a subacute thrombosis. In 2004, the pt presented to the cath lab. Target lesion 1 was a 2.5 mm, 95% stenosed, mildly calcified, 1st obtuse marginal (om) artery lesion. This lesion was predilated. The physician placed a taxus express2 8.8% 2.75 x 20 mm drug eluting stent without incident. Target lesion 2 was a 2.5 mm, 90% stenosed, mildly calcified, ramus artery lesion. The lesion was predilated and the physician placed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent without incident. The third target vessel was a 2.75 mm, 75% stenosed, mildly calcified proximal right coronary artery (rca) lesion. The physician placed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent without incident. The pt was discharged the next day on plavix and asa. The pt was readmitted 3 days later with a non q wave myocardial infarction diagnosed by cardiac enzymes. Two days later, the pt was found to have thrombosis present in the ramus stent. An intervention was performed and the pt was discharged two days later. Additional information has been requested.